Manufacturer narrative:
Assessment by merz: the events occurred in compatible local relationship whereas no precise information is given on treatment and event onset dates so that a temporal relationship can only be assumed. Ophthalmic artery occlusion (serious) is expected and unilateral vision loss (serious) is expected as blindness based on the currently valid mexican instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The IFU of radiesse warns that injection into the vasculature may lead to embolization, occlusion of the vessels, ischemia or infarction. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, the patient experienced an ophthalmic artery occlusion with subsequent unilateral vision loss which was treated with hyperbarics with an unknown outcome. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible local and assumed temporal relationship. This case is considered as serious with the serious events ophthalmic artery occlusion and unilateral vision loss because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a mexican health care professional and concerns a 52-year-old female patient. The patient was injected with radiesse into the forehead. Batch number was reported as unknown. She was injected into the left side of the forehead. Radiesse was undiluted. After the radiesse injection, the patient experienced ophthalmic artery vascular occlusion which resulted in total unilateral vision loss. She was sent to a retina specialist who confirmed the ophthalmic artery vascular occlusion which resulted in total unilateral vision loss. She was started on hyperbarics. It was unclear what follow-up and other interventions the ophthalmology team took. The outcome of the events was unknown.